Event description:
Reporter called on behalf of his employee who experienced an adverse reaction for the accutron oxygen gas regulator. Reporter stated around 8:15am on (B)(6) 2013, his employee (B)(6) was in the office turning on the gas tanks as she normally does when she came into work. The reporter said he then heard a large "boom", saw a flash fire with smoke and dust, and heard his employee scream loudly. The reporter said he instructed the employee, and other employees, out of the building. He then said he went back inside to turn off the oxygen tank. The reporter stated the one employee who turned on the machines received first and second degree burns on her left arm from her elbow to her wrist from the explosion. He stated she was treated in the hospital that day and discharged the same day. The explosion is still under investigation.